Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. Data downloaded from the device contains a brief timeout that corrected well before the run completed. No other damages or defects noted.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 503 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the hips/ buttocks. For treatment, the parent changed out the pod, gave water and gave a correction bolus. The patient was nauseous and ketones were positive.